Event description:
Sorin group received a report that the s5 roller pump displayed an error message during the procedure. The pump did not stop and was used to complete the case without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). Sorin group received a report that the s5 roller pump displayed an error message during the procedure. The pump did not stop and was used to complete the case without further issues. There was no report of pt injury. A sorin group field service rep was dispatched to evaluate. While at the facility, the service rep removed the pump from service and installed a replacement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.